Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not power on. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator does not have power and does not turn on when plugged into ac power. The customer reported that the leds on front panel were not illuminated. The customer believes that the power management (pm) pcb was inoperable and requested the part ID. Onsite service would be conducted to replace the power management pcb. Investigation ongoing

Manufacturer narrative:
H10: it was noted that a service engineer had replaced the power management board. The device was corrected and returned to service with no restrictions.

Manufacturer narrative:
H10: a philips service engineer (se) evaluated the device and reported that the customer was using a non-philips battery. The customer was advised that the battery required replacement before the power management (pm) pcba could be replaced.